Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2019-jun-26 confirmed that the implantable neurostimulator (ins) had normal battery depletion. There was difficulty positioning the lead, the lead was not functioning, and electrodes 9-10 were out of range. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient was getting their full system changed and it was indicated that the new lead that was going to be implanted had two bad contacts on 9 and 10. It was indicated that electrodes 9 and 10 were not working and were greater than 10,000 ohms. There were no external factors that contributed to the issue. The lead was wiped down several times and reseated in the wens with no change. They also tried connecting to the battery and again had no change in the impedances. The lead was not functioning correctly and therefore was replaced with a different lead. It was indicated that the lead was never implanted and would be returned for analysis. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.